Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the note says it broke during the procedure. No other information is available. Case completed with new device of same product code. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.